Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that no error or alarm was indicated on the display, but an alarm sounded. After detaching the cassette from the pump, the customer found a mark on the tubing. He changed the cassette to another one, and then the alarm stopped. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the sample received doesn't present any damage, kink, or cut that could cause the failure mode reported. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. A corrective and preventative action was initiated to investigate further. No additional action was taken as the device functioned properly. No lot number was provided; therefore, device history record review could not be completed.